Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemi-colon resection, while being applied on colon and during the colon anastomosis, the device partially fired and the anvil could not tilt after firing. A new device was used in order to complete the case. No patient injury.